Event description:
It was reported that intermittent malfunction alarms occurred. Reportedly the customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was 80-200 mg/dl.